Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade iii and left breast implant device migration, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 7732945 sn: (B)(4) and (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9355321 sn: (B)(4). This medwatch form is for the left breast prosthesis.